Manufacturer narrative:
(B)(6). Batch record review was conducted resulting in following: a photograph has been received for this complaint and evaluated. There is visible, that package was sealing on the product. Uno drain fix s (25/200) ster int in question was manufactured under system application products material identification (B)(4) and manufacturing lot number 8e05105. The securements were manually assembled, visually checked under subassembly lot 8e00431 on (B)(6) 2018 and then packed in peel packs (pouch) under lot 8e05105 on may 2018 on center c2 on machine p013, with total lot amount 7005pce. Lot number 8e05105 was sterilized and released based on the review of results. All the results were within specification and products were released in compliance with standard operating procedures. The production process, in-process control, testing result, packaging of products run according to the process instruction for subassembly process drainfix. Visual inspection of securement products according to testing method 296sk was performed by quality assistant on beginning of order, on beginning of every shift and after every hour. Packaging was done on p013 according to the process instructions for packing of sterile securements products. Review of the device history record showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No another complaint of this nature on affected lot has been registered. This complaint is within scope of non -conformance pouch with sealing defect that the sealing run-over a component the most probable root causes (root cause) identified during the investigation are: rc1: neglect of the operator. Rc2: smooth line movement had not been installed on package machine p013 all the most probable root causes were analyzed. In relation with rc1 all responsible staff has been re-trained for packaging process with focus on performance visual inspection on (B)(6) 2018 as correction within the non-conformance. Plc for smooth line movement to reduce the risk of moving the securement product out of cavity during line moving was installed on december 28, 2017. After the introduction of technical change the process has become more stable. From this reason, it is not required to initiate corrective/preventive action activities, since issue was already mitigated and process improved. Investigation results were reviewed and approved at corrective/preventive action review board on july 11, 2018. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the package was sealed on the product.  The product was not used on or by a patient. A photograph depicting the reported complaint issue was provided by the complainant.